Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an autozero failure error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was displaying error code 110a (proximal pressure sensor autozero failed). The rse provided the customer with the following instructions - verify pin alignment between solenoids and the data acquisition (da) pcba; replace the proximal auto-zero solenoid (sol 3 and sol 4); replace the da pcba. The customer was provided with the part numbers of the solenoid and da pcba.